Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead found insulation abrasion and the inner coil conductor broken due to clavicular crush. The reported events of insulation damage and increased capture threshold were confirmed. The cause of the reported events was isolated to insulation abrasion and broken inner coil due to clavicular crush. All other damage noted is consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, there was increased capture threshold noted on the left ventricular (lv) lead, and noise noted on the right atrial (ra) lead. The lv lead was explanted and replaced, and the ra lead was explanted. During the procedure to explant the two leads, there was insulation damage noted on the lv lead which was suspected to have been the cause of the increased threshold. The patient was stable following the procedure and experienced no adverse consequences. Related manufacturer report number: 2017865-2019-11445.